Manufacturer narrative:
Returned devices are currently undergoing engineering evaluation.

Event description:
Revision approximately 2 years post-operatively due to pain. X-rays showed the insert had dislocated from the baseplate.